Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number was found. The suspect device was returned for evaluation. A visual inspection of the returned device observed a severe kink and twisting at the catheter-hub junction, with additional signs of clinical use on the handle, catheter, and dispersion tip. Leak testing confirmed fluid leakage at the location of the twist. Although the reported failure was observed, the root cause is could not be determined because the device was used and its original condition cannot be verified.

Event description:
The customer reported that during the moca procedure, the working catheter was inserted and connected to the drive unit, at which point the catheter was found to be leaking. The device was replaced with another catheter from the same batch, which functioned properly, and the procedure was completed. There was no patient harm or injury reported.